Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 350 mg/dl. The customer reported that they were unable to bring the blood glucose down. The customer stated that they gave correction with manual injection which brought the blood glucose down to 250 mg/dl. The customer reported that they had to change the infusion set. The customer stated that the blood glucose went up to 300 mg/dl. The customer's blood glucose was 440 mg/dl at the time of call. The insulin pump will not be returned for analysis.